Event description:
Customer reported via phone call that their insulin pump is alarming. Customer also states that they are getting a keypad anomaly. Customer states that their blood glucose reading is 163 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube vibrator assembly, and corroded keypad traces. Unable to perform the displacement test, error test, or verify unresponsive buttons due to the blank display. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.